Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report hospitalization for high blood glucose. Customer stated that for a month, her blood pressure was low, pneumonia and high blood glucose readings. Customer current blood glucose reading is 486 mg/dl. The blood glucose reading at the time of the event was 300 range. Customer was given medication for blood pressure and plaque. Nothing further reported.